Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the his lead dislodged. Upon removal of the lead tissue was noted on the helix. A new lead was implanted. No patient complications have been reported as a result of this event.